Event description:
Spacelabs received a report that on (B)(6) 2015 at 9:20 p.m., a run of ventricular fibrillation (vfib) did not trigger an alarm at the telemetry central monitor model 91387-38 from a patient monitored by a telemetry transmitter model 90347 and telemetry receiver module model 90478. No one was injured as a result of this event.

Manufacturer narrative:
Onsite testing of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. The patient retrospective database provided by the customer was reviewed by a spacelabs lead software engineer. The database confirmed a ventricular alarm at the reported event time which lasted for 10 seconds followed by artifact. Additional high priority alarms started at the same time and lasted 20 seconds longer. Also occurring within this time period are two user initiated lead changes. There was no product malfunction. This report is considered final and the issue closed.